Event description:
It was reported that during an a-fib procedure, a pericardial effusion occurred. A pericardiocentesis was performed and the procedure was aborted. The patient is in stable condition in the ICU. During the initial mapping (fam) face the catheter was noted to be in middle roof area protruding out of the left atrial shell, this was thought to be right superior vein, but later the physician felt this was not the case but possibly a perforation. Another observation made was that the CT scan showed some sort of small structure in that area resembling a vein. The biosense clinical account specialist stated that it seemed as though the catheter was in an area it should not be.

Manufacturer narrative:
The concomitant products: carto 3 model# m-4800-01 serial # (B)(4). Stockert model# m-5463-01 serial # (B)(4). Coolflow pump model# m-5491-02 serial # (B)(4). Webster 10 pole w/ auto ID model# d-1079-258-s lot # 15598668m. C3 nav variable lasso model# d-1290-01-s lot # unknown (reprocessed). C3 webster quadrapolar with auto ID - fixed model# d-1085-254-s lot # unknown (reprocessed). Soundstar model# m-5723-12 lot # unknown (reprocessed). (B)(4).

Manufacturer narrative:
The device history record was reviewed, it was identified that 3 pieces were scraped; however DHR shows the pieces were identified during the process prior the final inspection stage and documentation shows the scrap of these 3 pieces exists. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.after multiple follow-ups to retrieve the catheter, no catheter was returned. Therefore no evaluation was performed.(B)(4).